Manufacturer narrative:
The case reports the device delivering a bolus that was not requested or programmed by the user. According to the report, the pdm was flashing and "doing weird things". The pdm history was reviewed, and it was noted that the patient received a "max-bolus" that they did not program. Details related to the device, bolus dosing, and blood sugar levels were not provided, and attempts to obtain additional information have been unsuccessful. The patient did not require medical intervention, and no symptoms were reported. The patient was reported as being "ok". No device has been returned. Based upon the available information the allegations of the device operating strange, and an uncommanded bolus was delivered cannot be investigated further to determine the root cause. If new information becomes available this case will be reassessed and a supplemental report will be submitted. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported by a hcp that one of their patient's found a bolus had been given in the patient's personal diabetes manager (pdm) history that was uncommanded. The patient's school reports the pdm "handset was flashing and doing weird things".